Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock connection became disconnected while the customer was doing yard work. The customer's blood glucose level was 108 mg/dl. Reportedly, the customer reconnected the luer lock connection, saw an air bubble, and successfully primed the tubing to remove the air.